Event description:
One of two pins of the femoral impactor fell on the field and was suctioned. Pins were found on the suction tubing. One of the pins fell into the open wound and was then sucked up by the suction. The pin was found in the suction tubing and retrieved. The other pin remained in the instrument.